Event description:
The manufacturer received information alleging a ventilator had a battery charging issue. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management pca was replaced to address the issue.